Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the starclose se instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the clip of the starclose se device was successfully deployed; however, the device could not be removed from the patient anatomy. The access ports were used and after sometime the starclose se device could be removed. Hemostasis was achieved with the clip of the starclose se device. A femoral angiogram was not taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.